Manufacturer narrative:
The device was received by (B)(4). The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from france stating that the device had damage to the hose. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.